Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the illuminator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the illuminator failed and would not power on. It was checked and found to be having an issue, so the customer proceeded with an external light source. The procedure was completed with no reported adverse effect, harm, or outcome to the patient. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained additional information regarding the reported issue: the issue was identified after ports were placed into the patient, approximately two to three hours into the procedure. The system was checked prior to starting the procedure and the system and illuminator were both functioning properly. The customer found that there was no display on the illuminator, so it was restarted and the fuse was checked. The customer confirmed that there was a power issue with the illuminator, so an external light source was utilized. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The isi fse checked the system and found that the illuminator was not switching on, so it was replaced to resolve the reported issue. Following service, the system was tested and verified as ready for use.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. Intuitive surgical, inc. (Isi) received the product involved with this complaint and completed the device evaluation. Failure analysis investigation was able to replicate/confirm the reported issue. A visual inspection was performed and the fans were found to be very dusty. The unit was installed into an in-house system and tested. The illuminator failed to power on.

Event description:
Refer to additional for follow-up information.